Event description:
According to the physician, post procedure there were no complications regarding the device. In (B)(6) 2011 the patient complained of sui and pelvic pain. The pinnacle posterior pelvic floor repair kit was removed in (B)(6) 2011 and replaced (device unknown). The patient was last seen by the physician in (B)(6) 2012 and was reported to be fine. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle® posterior pelvic floor repair kit on (B)(6), 2009. According to the complainant, the patient experienced an injury. The specifics are unknown.attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was explanted on an unknown date in (B)(6) 2011.